Manufacturer narrative:
This report is submitted on may 31, 2024.

Event description:
Per the clinic, it was confirmed from a culture that the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the abutment was removed on (B)(6) 2024.

Manufacturer narrative:
Correction: the correct device is bia400 implant 4mm w abutment 12mm; not ba400 abutment 12mm as previously reported.